Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 276mg/dl while wearing the pod on his back. Treatment included changing the pod. The patient stated that the cannula appeared bent when the device was removed.

Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found that fluid could pass through the complete fluid path, though a bend was noted near the bottom housing window. It could not be determined when this bend occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. The product was returned with a different sequence number than was reported and noted on the initial MDR. Correction to d(4): sequence number changed from (B)(4) to (B)(4). UDI (unique identifier) changed from (B)(4) to ((B)(4).